Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 20 in the mouth, the implant did not achieve osseo- integration. Clinician noted the implant's instability after uncovering the implant to impress.the product will be forwarded to the manufacturer for investigation.there were no reported patient complications. (B)(4).

Manufacturer narrative:
Missing lot information was requested from the initial reporter. A follow up report will be submitted should the information become available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. A follow up report will be submitted should the information become available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 20 in the mouth, the implant did not achieve osseo- integration. Clinician noted the implant's instability after uncovering the implant to impress. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.